Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) was unable to power up a monitor.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery pack was unable to power up a monitor. The cause for the failure was isolated to a loose spot weld on the battery cell. The root cause for the loose spot weld could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the defective battery pack.